Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse identified the right master tool manipulator (mtm) as the source of the recurring errors. The fse replaced the right mtm to resolve the issue. The system was tested and verified as ready for use. Isi received the mtm involved with this complaint and completed the device evaluation. Failure analysis investigation found the reported failure of an error 23 along axis 1 in the field error logs, but was unable to reproduce. Visual inspection was performed. The arm was installed onto the system and powered up. Sine cycle and a test drive were performed without any issues. Tests performed via matlab passed. The following parts will be replaced as a precaution: main wire harness, esmb pca. There were no issues found with the mtm. No image or video clip for the reported event was submitted for review. A review of the site's system logs for the reported procedure date was conducted by isi technical support when the customer called for support. Investigation revealed multiple errors that may be related to the reported complaint. Additional log reviews confirmed that system (B)(4) was used on (B)(6) 2022 for a unilateral inguinal hernia procedure. This complaint is being classified as a reportable event due to the following conclusion: a surgeon side console (ssc) was disconnected after the start of the procedure due to errors and the surgeon had to continue using the other dual ssc to continue the procedure. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion. Follow-up was attempted, but the missing patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable. It is unknown if the initial reporter submitted a report to the FDA.

Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia surgical procedure, the customer encountered non-recoverable errors on the system. The site had performed multiple soft reboots before calling in. The intuitive surgical, inc. (Isi) technical support engineer (tse) recommended doing a hard reboot on the system. The customer completed the hard reboot, but the issue did not resolve. The tse reviewed the logs and found multiple 23, 30, 307, and 308 errors pointing to surgeon side console (ssc) 1 right master tool manipulator (mtm) errors. The tse recommended disconnecting the ssc 1 blue fiber cable and rebooting with only ssc 2 connected. After performing the recommended steps, the issue was resolved. The site continued the procedure with no reported complications. On (B)(6) 2022, isi contacted the customer and obtained the following information: the procedure was completed with one surgeon side console (ssc) without any injury or harm to the patient. The issue was identified after port placement.